Event description:
It was reported that an independent mu calculation check reported a discrepancy for only 1 of a 5 beam imrt plan of 30%. The rest of the beams were within 2%. No mistreatment to pt.